Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo ablation procedure the patient experienced a st elevation. During cooling of the ripv, st elevation was observed in all leads of the surface electrocardiogram. The elevated st returned to normal within 1-2 minutes after stopping the cooling. This event was reproducibly observed only during the cooling of the ripv, and the physician's opinion was it might be due to a spasm. No medical interventions were reported as performed. The device is not expected to be returned for laboratory analysis.